Event description:
Event description guidant received information that this right ventricular lead was experiencing a high impedance measurement of 2500 ohms in both unipolar and bipolar mode, and as a result the lead safety switch had been triggered. The threshold was also resulting in loss of capture. The pocket was manipulated, which resulted in a good threshold and impedance measurements between 480 and 1200 ohms. Per the device logbook, the last normal daily measurement occured in february 2006. The patient was not symptomatic and had a good underlying rhythm. A guidant technical services (ts) consultant recommended discussing thepossibility of a lead revision with the physician, and also recommendedperforming a chest x-ray to see if there is a lead fracture. Additional information was received that the lead was removed from service and successfully replaced.